Event description:
The hospital reported that during surgery using acrobat suv stabilizer system, even when they turned the knob, the arm part was not firmly fixed, so they stopped using it. A different lot of product was prepared and used, and the surgery was completed without incident. There was no impact or damage to the patient. The cardiovascular surgeon who performed the procedure is well-versed in the procedure. There were no procedural delays.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d9. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from 28-may 2024 to 27-may 2025 (date of event), the occurrence rate for the reported issue is found to be (B)(4) for acrobat suv/om-9000z, which is under anticipated occurrence rate. 3. Device evaluation: device was not received for evaluation, so the specific root cause for the reported issue is impossible to define. 4. Reviewing historical investigation records, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the ¿knob difficult/ unable to tighten-arm does not lock¿ and ¿acme nut lead in thread broken¿ is rotating the knob rapidly during customer using, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported issue. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. It¿s determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously.